Manufacturer narrative:
At analysis it was noted that the hanger assembly as well as the ventricular output connector were broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. It passed all final quality assurance tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.